Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-12414. It was reported that the pacemaker exhibited premature battery depletion and the epicardial lead exhibited high capture thresholds. The device was explanted and the lead was capped and replaced on (B)(6) 2020. Further information was requested however, was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.